Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a scheduled atrial ablation procedure. Upon device interrogation, the right atrial lead exhibited loss of sensing. The lead was capped and replaced. The patient was fine post procedure.